Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) system was found unresponsive and with a pulse by the nurse the evening following the implant procedure. The cause of death was reported as suspected cardiac arrest with no cause for the cardiac arrest. The hospital reported that there was no suspicion of a device malfunction.

Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) system was found unresponsive and with a pulse by the nurse the evening following the implant procedure. The cause of death was reported as suspected cardiac arrest with no cause for the cardiac arrest. There was no allegation of a device malfunction.

Manufacturer narrative:
The patient death is being investigated by the (B)(4); once additional information is received it will be submitted accordingly. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number a3dr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product ID: a3dr01, implanted: (B)(6) 2013; product ID: 5086mri58, implanted: (B)(6) 2013. (B)(4).